Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface central processing unit and the service engineer installed the current revision software. The ventilator passed self-testing.

Event description:
The customer reported that the 840 ventilator's upper display was erratic. The ventilator was not on a patient at the time of the event.